Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The led functioned as specified. The power-up sequence was repeated multiple times. No failures were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; light cable/scope disconnect; light cable shake; light cable/jaw interaction; front panel. All tests were successful. Measurements were taken on the lumen output and chromaticity. Both measurements were within their respective specifications. The log file was reviewed for errors. No errors were noted. The product was subjected to burn-in testing. No failures occurred. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a smell was coming from the unit. It was further reported that the unit shut down.